Event description:
Healthcare professional (hcp) of the home patient (hp) reported the hp was overfilled with fluid while using the homechoice cycler for apd therapy. The hcp reported that the hp performs a manual fill of 2000mls approx 2 hours prior to the start of apd therapy with the homechoice cycler. Review of the hp's device programming reveals that the initial drain alarm setpoint was programmed at 0mls. According to the hcp, the hp felt overfilled after receiving home patient's first fill of 2000mls using the homechoice cycler and manually drained approximately 4000mls of fluid. The hcp relates that there was no patient injury or medical intervention as a result of this incident.